Event description:
It was reported that the customer had normal blood glucose levels of 111 mg/dl. The customer reported that there was moisture under the display of the insulin pump. The customer also reported that the insulin pump was exposed to water. No additional information was provided.

Manufacturer narrative:
The pump had slight moisture damage on the lcd board. The pump had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.